Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, excessive force and a lot of moving back and forth were done in order to finally detached the clip from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, excessive force and a lot of moving back and forth were done in order to finally detached the clip from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.